Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's niece reported via phone call that a piece on the back of the reservoir cartridge popped out on the right side of the insulin pump. The drive support cap was popped out all the way out and she pushed it back in. The insulin pump started working. The drive support cap was protruded. Customer's blood glucose level was 204 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.